Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97792, lot# n519544, implanted: (B)(6) 2015, product type: accessory. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) and patient reported that a small portion of the lead wire was protruding from the patient's left lower back. No pain or infection was reported and the stimulation was working well. The hcp planned to revise the lead on (B)(6) 2015. The portion of the lead that was sticking out would be tucked back under the skin. A supplemental report will be submitted if additional information is received.